Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
The pad-pak was first successfully installed by the user in (B)(6) 2010 and performed to specification, alongside random manual power ons, up to the (B)(6) 2013. The device failed a self-test due to a low battery on the (B)(6) 2013 and remained in fault mode until (B)(6) 2013 when an increase in voltage suggests a further pad-pak was installed, the device passed a self-test. Multiple manual power ups, mainly of 10 minutes duration were recorded between (B)(6) 2014 and the last log entry on the (B)(6) 2015. The pad-pak became depleted during this time. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The ten minute time outs resulted in the device memory becoming full on the (B)(6) 2015. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Slight voltage fluctuation was observed over the pogo-pins however this did not affect the ability of the device to delivery therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked this report.